Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and pressurized, when fluid started leaking from a hole/flap in the balloon material. The reported air leak at prep, was confirmed. A review of the lot history record revealed no nonconformities within the lot that would have contributed to this complaint. A review of the complaint history did not indicate a lot specific quality issue. Abbott conducted root cause analysis and found the occurrence to be potentially related to manufacturing. This appears to be an isolated issue, as there is no evidence to indicate that a wider population of product has potentially been impacted. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 2.0 x 12 mm otw mini trek balloon catheter, when pulling negative, air was pulling into the device. The device was not used on the patient. A new balloon catheter was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.